Event description:
At about 6 months from the primary, the patient came in presenting anterior knee pain and the cause is unknown. There was no reports of trauma. The surgeon revised the 10mm insert to a 12mm insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 05 may 2026 lot 2520111: (B)(4) items manufactured and released on 10-sept-2025. Expiration date: 2030-aug-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.